Manufacturer narrative:
(B)(4). Unknown as information was not provided. Exact catalog number is unknown, but referred as a cook celect filter. Lot number is unknown as information was not provided. Expiration date is unknown as lot is unknown. Unknown as information was not provided. Rpn and lot number were not provided, therefore, the device history record cannot be investigated, however, nothing indicates the device was not manufactured according to specification. As no device, imaging studies or hospital or medical records have been available, the investigation is limited to the allegations in the litigation. Consequently, based on very limited information it is difficult to comment on the alleged filter perforation and alleged filter fracture. The exact root cause for the alleged filter perforation and the alleged fracture cannot be determined based on the limited information provided. Instructions for use list damage to the vena cava and vena cava perforation as potential adverse events. Such events have also been reported in the published medical and scientific literature. Monitoring of similar reports will continue.

Event description:
Description according to claimant's attorney: it is alleged that "at a later date, plaintiff began to have unexplained pain, shortness of breath, and chest pains. Plaintiff presented to the hospital to be evaluated. After several subsequent hospital visits, it was discovered through imaging that the cook celect filter had fractured, perforated the vena cava, and/or migrated." Patient outcome: according to the attorney: the cook celect filter currently remains inside of plaintiff. According to attorney "ongoing medical monitoring."